Manufacturer narrative:
A report was received indicating the presence of debris within a syringe. To support the investigation, one sample accompanied by a packaging blister top web and two photographs was submitted for evaluation by the quality team. Upon visual inspection, embedded degraded resin was observed at the bottom of the syringe barrel. The photographs provided correspond to the sample received. No additional defects or irregularities were identified. The presence of embedded degraded resin is typically associated with startup conditions or intermittent occurrences during the injection molding process. During these times, degraded resin may detach and become incorporated into molded components. A review of the device history record for material number 302830, lot 5198978, was conducted. The review did not identify any quality issues during production that could have contributed to the reported condition. Additionally, no related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the returned sample, the customer-reported condition has been confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 had foreign matter. The following information was provided by the initial reporter: material # 302830 batch # 5198978. Rcc received a complaint via email. Item: 302830 quantity affected: 1ea serial/lot number: po: (B)(4) are any samples available for return? Yes reported issue: debris found in syringe.